Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level read "high" on cgm. Customer experienced a fall and sustained a broken arm, fractured ankle, broken ribs bruise knees and swollen hands. Customer attempted to self-treat with a bolus via pump and tried manual dose injection, but later was admitted to the hospital. During hospitalization, the customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.